Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection near the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue. During the explant, the lead was partially explanted and left in the epidural space and may be explanted at a later date. The patient is being seen by the infectious disease doctor.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.